Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: non biosense webster, inc -baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation in the left atrium, it was noted that the pericardial space appeared larger via the intracardiac echocardiogram. Blood pressure was stable. Physician proceeded with right pvi then removed products from the left atrium. Toward the end of the procedure, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 400cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event for observation. Patient outcome is improved. Physician did not provide a causality opinion. It was noted that the physician was using the baylis medical transseptal needle on a trial basis. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.